Manufacturer narrative:
Additional information: after secondary review of this file performed on (B)(6) 2019, it was decided to remove device code material rupture and add patient code seroma and device code adverse event without identified device or user problem, to more accurately capture the reported event. It appears that the patient experienced pain and a possible seroma in her left side and not rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 620cc mentor memoryshape breast implant, catalog # 3341402, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction revision with 620cc mentor memoryshape breast implants and experienced rupture and pain on the left side post-operational. The rupture was confirmed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.